Event description:
A customer reported that their pump warranty expired, and the pump could not be repaired or replaced. The pump battery was not holding a charge long enough for effective use, leading the patient to use injections as their primary therapy instead. There was no reported impact to the customer's blood glucose level. The patient declined a call back from technical support, and no additional actions were noted.